Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. Upon evaluation pins in the electrode's belt trunk cable connector were bent in a swirl pattern, causing the rear (2 wire) therapy electrode to deploy gel. The cause for the bent pins cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.

Event description:
The wife of an (B)(6) old male patient contacted zoll customer support to report that the patient's electrode belt gelled. The patient was being discharged from a hospital and the nurse assembled the lifevest before placing it on the patient. The patient was provided with a replacement electrode belt.